Event description:
A hemodialysis inpatient user facility reported during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Test strips were used to confirm the leak. Estimated blood loss was less than 100 ml. The pt had no adverse effects and no medical intervention was required. The pt completed treatment. Sample has not been returned to MFR for eval.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.